Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the device was interrogated as usual, but there was a loss of rf telemetry. The device could not receive or send commands, run any device checks, or make any programming changes due to the loss of rf telemetry. Multiple programmers were used with the same result. No further intervention was performed at this time and the device will continue to be monitored until the next follow-up. The patient was stable with no adverse consequences.